Manufacturer narrative:
B5, h6: additional information.

Event description:
Information was received stating no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported problem was verified. The pump alarmed with no error code and a blank screen. The pwa board was corrupted and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had a constant upstream occlusion alarm. There were no reported adverse events.